Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical procedure to address an issue reported under MFR. Report#: 3006705815-2019-03844. The patient's ipg was not programmed into surgery mode prior to the procedure. In turn, the patient's ipg was deemed inoperable following the procedure due to being unable to communicate with their programmer device. Troubleshooting was unable to address the patient's issue. The patient's ipg was later explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.